Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-01248. It was reported that following a trial procedure on (B)(6) 2021, the patient experienced pain and muscle weakness. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the trial leads were removed. The pain and muscle weakness has since been resolved.